Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was end stage renal failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the hospital staff three days prior to his death. The customer was not using sensors. The caller stated that the customer suffered from kidney failure and heart disease. The customer had also loss toes and legs due to diabetes complications. He was hospitalized 60 times over the past twenty-two months. Prior to the customer's death, he was found unconscious; his blood glucose at the time was 171 mg/dl. The customer was taken to the hospital. The customer did not eat throughout his entire hospital stay; he also declined a feeding tube. The caller is willing to return the customer's insulin pump, but she must verify if she has the device in her possession.